Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the peek vertebral body spacer detached from the inserter when attempting to re-position the implant. After insertion, x-ray showed the cage too far anterior. The surgeon attempted to back the spacer out a little when the spacer detached. When trying to remove the spacer, it moved forward until finally passing through the annulus and into the abdomen. An anterior laparotomy was necessary to remove the cage. Reportedly, blood loss was greater than 2 liters.